Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A 3.00x38 mm resolute integrity drug eluting stent device was intended to be used to treat a moderately tortuous, severely calcified lesion with 99% stenosis in the rca. There was no damage noted to the device packaging. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was used. It is reported that the device failed to cross the lesion and the stent became deformed. Another 3.0x38mm stent was then attempted. There was no damage noted to the device packaging. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was used. It is reported that this device also failed to cross the lesion and stent strut was damaged. No patient injury is reported. The procedure was competed using a third rsint30038x device. The physician reported that the event was due to the use of the device in a difficult lesion morphology/anatomy, i.e. Is procedural related and not device related.

Manufacturer narrative:
Evaluation summary: the device returned with kinks evident along the hypotube. The sheath and stylette were present on the device on return. The stent was not positioned on the balloon between the marker bands as per specifications, the stent appears to have moved proximally away from the distal tip. Deformation was evident to the 1st, 2nd, 3rd, 4th, 10th, 11th, 12th, 13th, 14th and 15th stent wraps with struts bunched. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.